Manufacturer narrative:
Visual inspection shows scratches were observed along the proximal end near the fractured tip indicative of use. Review of the device history record did not find any deviation or anomalies. Dimensions were found conforming to print specifications where measured. This device is used for treatment. The surgical technique for the zimmer natural nail system states "do not impact on the cannula, as the tip of the cannula may skive along the bone and prevent accurate targeting." The package insert included with these instruments provides further instruction for use, including: "do not subject instrument to high loads and /or impacts as breakage can occur. Check the guide wire position frequently using fluoroscopy to prevent unintended guide wire advancement or penetration into surrounding tissues." Adherence to the surgical technique could not be determined as the attempt at follow up for surgical notes or x-rays were unsuccessful. A definite root cause cannot be determined of the reported event with this given information.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the tip of the guide pin was fractured and the surgeon decided to leave the pin inside the patient's bone.